Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21 cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 05/31/2024.

Event description:
The patient provided an lor due to dental concerns and the case was sent to pct for evaluation. The patient did not reach out until february 2022 and finally in april 2024. No further information was provided. Based on the customer's statement of a bump, which may potentially be considered a lump, this could be a sign of a potential serious issue. Per the byte MDR guidance, abnormal lump is reportable as it is likely to result in serious injury/ harm to the patient.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.